Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft instructions for use, potential adverse events that may occur and/or require intervention may include but are not limited to endoleak.

Event description:
On (B)(6) 2020, this patient presented with a ruptured descending aortic aneurysm with back pain and underwent emergency endovascular treatment using two gore® tag® conformable thoracic stent graft (ctag) and a gore® tri-lobe balloon catheter (tri-lobe). The first ctag (tgu313120j) was deployed at the origin of the left subclavian artery. A suspected distal type I endoleak was observed. Ballooning was performed using the tri-lobe balloon catheter, then a leak was observed at proximal descending aorta, and an aortic rupture was suspected. A second ctag (tgu313115j) was deployed at the origin of the left common carotid artery. Both leaks slightly remained. The physician decided to monitor the patient. The patient tolerated the procedure. On the same day, after returning to intensive care unit, the patient complained of pain again. Computed tomography revealed bleeding and a drop of blood pressure was also observed. The patient underwent a reintervention whereby an additional ctag was deployed in the ascending aorta using chimney technique. Two gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) were deployed in the brachiocephalic artery and another two viabahn were deployed in the left common carotid artery as chimney devices. On (B)(6) 2020, early morning, the patient expired. It was reported that the possible cause of death was the rupture of the proximal descending aorta by the ballooning. (This was reported on MFR report #3007284313-2021-01220).